Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the surgical intervention was performed in order to reduce the dose. It was unknown what the cause of the overdose symptoms were. It was unknown what the exact overdose symptoms were. It was noted that the last refill of the pump was on (B)(6) 2013. It was unknown if there was anything noted in the event logs. It was unknown what the patient status was and if there were receiving effective therapy. It was noted that the device was not going to be returned because it has not been explanted. No further complications were reported and/or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s medical history included tetraplegia.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen unknown 2000 mg/ml at 180 mg/die via an implantable pump for an unknown indication for use. It was reported that the patient experienced an overdose. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if any diagnostics/troubleshooting performed. It was reported that they did a gradual dose reduction. It was reported that a surgical intervention did occur and surgical intervention was needed for dose reduction. It was noted that the issue was resolved at the time of this report and the patient status was alive ¿ no injury. There were no reported complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.